Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the bolus button was pressed. It was reported that the gemstar bolus cord was connected to the gemstar pump. It was reported after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. The customer contact reported that the distal strain relief on the bolus cord was reportedly pulled away and "the wire were hanging" from the bolus cord connector. There was no reports of any adverse pt events and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.